Event description:
During the reported implant attempt, difficulties were encountered while operating the fixation mechanism of the device; the electrode would not stay in the position desired by the physician. After removal from the patient, a trial of the fixation mechanism with a straight stylet revealed that the helix would not properly extend.

Manufacturer narrative:
(B) (4). This event concerns a device that was manufactured and used outside the united states. Analysis is pending.